Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the intensive care unit (ICU) upon receiving multiple inappropriate shocks from their implantable cardioverter defibrillator (ICD). During interrogation in the ICU, the device inappropriately went into back-up operation. The patient's ICD was explanted and replaced. There were no patient consequences.